Event description:
It was reported that the balloon of the foley catheter was found to be ruptured during examination. The user stated that the catheter slipped off by itself and was then reinserted.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was found to be ruptured during examination. The user stated that the catheter slipped off by itself and was then reinserted.